Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specifications. The returned surgical used sample was visually inspected and the issue was confirmed, the blue luer was broken off. The root cause of the customer¿s complaint is most likely related to user handling as the tubing were the luer was connect was smashed and the luer was broken off. The luer was able to be connected to the handpiece at one time as there is surgical debris inside the tubing, cassette and drain bag. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the blue line broke during a right eye cataract procedure. The product was exchanged and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this event.

Manufacturer narrative:
(B)(4).